Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was stated by the customer that the product had been discarded thus product was not returned for investigation. The device history record review was performed for lot # 15988756l. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution. B)(4).

Event description:
It was reported that during a procedure, when the ablation (30w/40sec. For each point) of left atrium was conducted after mapping of coronary sinus and left atrium was completed on fam by placing an esophageal catheter and a cs catheter. Abnormal change in sinus was observed when about 200 points of ablation was completed. Then the physician tried to induce tachycardia, and the procedure of atrial fibrilation was completed. Next atrial tachycardia occurred, and ablation of right atrium and coronary sinus were started. During ablation of coronary sinus (15w/40sec.), it was found that the values of a wave and v wave were not in conjunction with each other, and av-block was confirmed. The patient was implanted a pacemaker and the procedure was completed. The physician commented that it was unknown exactly when av-block occurred.